Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: three encor biopsy probes and vacuum assemblies has been received. On visual evaluation, the probe appeared clean with the aperture approximately 100% closed and the saline cap is also closed. It was noted damaged on the product packaging. No other anomalies were identified. Five electronic photos were provided. Based on the photo review, it was observed that the crack is visible in all five photos. Even though, it could not be determined which photo is associated with which device, the reported crack on the device package is confirmed since the crack is observed in all five photos. Therefore, based on the photo review and sample evaluation, the reported crack on the device packaging is confirmed as the crack clearly visible on the device packaging. A definitive root cause for the alleged crack on the device packaging could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: (expiry date: 04/2022). H11: section a through f¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device package allegedly found to be torn and probe broke especially in the tail end. It was further reported that the outer package was in good condition. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that prior to a biopsy procedure, the device package allegedly found to be torn and probe broke especially in the tail end. It was further reported that the outer package was in good condition. There was no patient contact.